Manufacturer narrative:
Final device investigation found that the device was returned with a pin broke off the tip of the device. There was a mark on the broken pin which may suggest metal to metal contact. No functional testing could be performed due to the condition of the device. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during a shoulder scope when debriding the shoulder, the tip of the device broke off in the patient's shoulder but was completely removed by the physician. The intent of the procedure was not altered. Once the piece was removed, a new device was opened and the procedure moved forward normally. No patient injuries were reported.